Event description:
A patient reported that their pump would not accept the charge cable, leading to failure to charge. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting at the time, therefore no additional information could be obtained.